Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the weight of the device within specification and crease folds. After the autoclave cycle voids were observed. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Additionally, healthcare professional confirms rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Device remains implanted.